Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection showed the pump to be in excellent condition with no visible signs of contamination. A review of the event history log identified force sensor test error in the history. During the functional testing the reported problem was duplicated during the power up process and showed a steady state reading of the force sensor. The root cause of the problem was that the force sensor was out of calibration from normal wear as the device was over 2 years old. Re-calibrated force sensor, power up, re-calibrated force sensor and device passed all the functional test. This MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump exhibited a force sensor error. No patient injury was reported.